Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported event is confirmed. The visual inspection of the returned ps modular trial post confirmed the product had cracked and had heavy gouging. It was also noted there were scratches, scuff marks on both the plastic and metal components of the product consistent with wear. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. A complaint history search was conducted and identified that corrective action is initiated to further investigate cracking of ps modualr trial posts. The root cause of the crack is determined to be insufficient design verification and validation activities during the initial design and design change of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product expected, not yet received.

Event description:
It was reported that the ps trial post fractured during the surgery. No pieces fell in the patient. No adverse events have been reported as a result of the malfunction.